Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted the helix was bent and did not retract.

Event description:
It was reported that there was difficulty placing the right ventricular (rv) lead during implant as the screw was difficult to retract. The helix screwed out first but when retracted to move the lead it would not screw back out. It was also noted that there was a kink in the introducer that was suspected of causing the issue. A different lead was implanted as a result. No patient complications have been reported as a result of this event.